Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken/damaged needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had a defective safety shield which led to a dirty needlestick. The following information was provided by the initial reporter: "nurse had taken sample from patient and leave protected (activated safety shield) needle nearby table. Waste bin was not close enough. When she touch the needle to put it to trash, she suddenly got stick to her hand from needle. All infection samples has been taken from nurse and she has done official notice about happening to authorities. Infection sample results were negative (B)(6) 2020. No samples or photos. Information about lot number is incomplete."